Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: the suspect delivery catheter system (dcs) and procedural images were submitted to medtronic for review. Upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the capsule fully opened. The handle was not intact. The deployment knob components were received loose and detached from the rest of the handle. Both tabs were completely detached from the deployment knob component. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images showing the fluoroscopic inspection of the valve load were reviewed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed not to advance the capsule over the valve frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. The IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. In this case, the inspection process per the evolutr IFU was performed and properly identified the misload prior to introduction to the patient; however, the misloaded product was inserted into the patient and attempted for implant. During the implant attempt, the valve was recaptured into the dcs for re-positioning. Recapturing is a feature of the device to allow for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications; the cause could not be determined. It was reported the handle may have been over-driven when recapturing the valve. It was also reported there was "too much tension noted in the system". High forces in the system can be impacted by multiple factors including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. This event type does not typically indicate a device malfunction or a failure to meet specifications; however, a conclusive cause could not be determined. It was reported the actuator ("blue handle") separated. The dcs was returned for analysis which confirmed the actuator separation. Both tabs were observed to be completely detached from the actuator component. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame. Voids typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 34 mm transcatheter bioprosthetic valve, a misload was identified by visual and fluoroscopic examination due to a paddle out of pocket and bent capsule. The same valve was reloaded a second time using the same delivery catheter system (dcs). During attempted implant, the valve was fully recaptured due to positioning. It was reported that the handle may have been over-driven when recapturing the valve. While opening the capsule at less than 1/3 deployment, there was too much tension noted in the system. The blue handle broke into two pieces and could not be moved. Both tabs were intact. The dcs was successfully removed from the patient without issue. The same valve and another dcs were used to complete the procedure. It was reported that the loading was performed by hospital staff that had not yet been certified and had performed 6-8 previous loads. No adverse patient effects were reported.